Manufacturer narrative:
An investigation summary was performed. It was reported the surgeon had difficulty inserting screws during a tibial nail insertion. The procedure was able to be completed using a free-handed technique resulting in an approximate 10-15 minute surgical delay. A standard insertion handle (03.010.045 lot 4927319) and aiming arm for ti cannulated tibial nails-ex (03.010.052 lot 1370160) were returned with a complaint category of misalignment. The returned instruments were examined and were found to be in good working order. Minor wear/witness marks were noted on each instrument which is contributable to wear and tear over 10+ years in the field (both parts manufactured in 2005). No definitive root cause was able to be determined however misalignment complaints are typically associated with incorrect assembly of the alignment constructs. This investigation summary is approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4) unanticipated intra-operative x-rays. Device history record review for part 03.010.045, lot 4927319: release to warehouse date: 11may2005. Manufactured at synthes (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an aiming arm wasn't working properly during a tibial nail insertion procedure to treat a tibial fracture; it was not able to be used to attach screws. There was an approximate ten to fifteen (10-15) minute surgical delay. X-ray and a circle technique, the screws were free-handed, used to complete the case. This is report 1 of 5 for (B)(4).